Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that left ventricular (lv) lead exhibited high thresholds due to scarring. The distal end of the lv lead was cut and capped with the connector pin acting as the pin plug for the lv port. A new lead was implanted in the left bundle branch and was connected to the right atrial (ra) port of the device. No patient complications have been reported as a result of this event.